Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm . Vessel morphology is unknown. It was reported that the patient presented emergently. It was discovered that the right limb of the endurant stent graft was occluded. The ipsilateral leg of the bifurcate near the flow divider was slightly pinched focally. Additionally, an amplatzer plug protruded into the right iliac at the level of the hypogastric artery which created a narrowing. A fogarty catheter was used to remove thrombus, and ivus used to measure the lumen and identify the areas of narrowing. Two bare metal stents were placed at the flow divider and distal common iliac over the hypogastric artery. The right iliac limb was intentionally extended into the external iliac after the amplatzer plug had been placed in the hypogastric artery. Subsequent tests showed visible improvement. The cause of the occlusion was patient anatomy. The patient had a small aorta, so the contralateral limb was given a double thickness of grafting to provide more force to keep the vessel open, resulting in slight pinching of the ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (stent graft occlusion). (Small aorta).